Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that one day after implant of the implantable cardioverter defibrillator (ICD) and defibrillation lead, the lead showed low sensing (r-wave) values. The patient returned to surgery: the pace-sense portion of the lead was abandoned, and an existing chronic ventricular lead was connected in its place. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.